Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, guidewire was stuck inside the lead when the physician tried to remove the guidewire after lead placement. The guidewire could not be removed. Lead was replaced. The patient tolerated the procedure well. Patient will be followed normally.